Manufacturer narrative:
Implant date: although the exact implant date is unknown but the month <(>&<)> year of implant is (B)(6) 2014. Date of explant: similarly, the exact explant date is unknown but the month <(>&<)> year of implant is (B)(6) 2014. (B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date in (B)(6) 2014, the patient got her initial surgery due to lumbar degenerative disease. Post-op, it was found that the product was fractured and the patient underwent revision surgery at the end of 2014 for removal of the fractured implant. The patient was in a bad state of mind.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.